Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and was unsure of how much insulin he had received. The customer's blood glucose level was 418 mg/dl. The customer disconnected the call and nothing was replaced or returned for analysis.